Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. No smooth breakage, melted. Breakage due to thermal influence - misuse.

Event description:
In this event a customer reported that a eddy irrigation tip broke. The broken parts were removed and tooth filled and treatment concluded.